Event description:
On january 23, 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient said, she was taking insulin without adjustments at the time of the product issue and the product issue started on (B) (6) 2010 at 8:30 am. The patient said, she went to the doctor on (B) (6) 2010 at 3:30 pm. The patient denied that she had any symptoms and said a result of 410 was obtained on a hospital meter. The patient claimed that a health care professional (hcp) treated her with 15 units novolog insulin and 50 units lantus insulin. The csr documented that the lfs meter did not turn on when the power button was pressed or when a test strip was inserted. The patient's product was replaced. This complaint is reported because, the patient alleges that the lfs meter did not turn on. After the product issue started, the patient claims a reading of 410 was obtained on a hospital meter and an hcp treated her with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.